Event description:
During stent placement in proximal left anterior descending balloon came off the shaft and stuck in left main coronary artery. Stent was deployed across the lesion, the stent delivery balloon was inflated again to post dilate the stent. Inflation syringe returned to negative pressure. Physician reported balloon had come off shaft and was stuck in artery.